Event description:
According to the reporter, during the ovarian torsion procedure the balloon burst intra-operatively during an ovarian torsion. To complete the case, another device was opened and used to complete the case. No patient injury reported. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted: the balloon had a cut. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the current patient status is fine.